Event description:
The customer reported a malfunction on the pump. There was no reported impact on the customer¿s blood glucose level. Customer service provided instructions for resetting the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised they could continue using the pump. The caller understood to contact customer service again if the malfunction reappeared.